Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. Failure analysis found the small grasping retractor had a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure and related to device design. A review of the instrument log for the product associated with this event showed that the small grasping retractor was last used on (B)(6) 2021 on system sk2948. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The alleged event occurred with 9 uses remaining on the instrument. No image or video clip for the reported event was submitted for review. A review of the site's complaint history confirmed that there were no additional complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the small grasping retractor caught onto another instrument, causing the cable to break. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. A response was received providing additional patient-related information.